Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 31 months, syncopal episodes were reported. This device was explanted. Apart from the syncopal episodes, no further adverse pt side effects have been reported.